Manufacturer narrative:
Cross reference the report# of the customer's medwatch form 3500a: (B)(4).

Event description:
Ems was performing patient care on a suspected cva patient. The ems attempted to obtain a blood glucose level on the patient using a contour but was unable to get a reading. The meter displayed e3, which would be an indication of a use error. With repeat attempts the meter would power off. The patient was hypoglycemic and was treated at the hospital with IV glucose. Further information was not provided. Product was not expected to be returned and was not replaced.